Event description:
During preventive maintenance of the device, the level sensor (alert sensor) was not functioning. The level detector module was replaced and the device then functioned as expected. There were no adverse consequences to the patient as a result of this event.